Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 2000 ml eva tpn bags were leaking from the administration port. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between february 11, 2018 - february 12, 2018. The four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and leakage was observed at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.